Event description:
It was reported that the micro sagittal saw began running on its own during evaluation by a manufacturer field service technician. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the micro sagittal saw began running on its own during evaluation by a manufacturer field service technician. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon visual inspection, the electrical sockets and motor assembly were found to be corroded. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.